Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had an alert trigger due to high threshold measurements. It was noted that the managed ventricular pacing (mvp) mode switches report and other reports may have not been available on the transmission report due to the cardiac resynchronization therapy defibrillator (crt-d) not providing the reports. The device and lead remain in use. It was also reported that the transmission on the remote monitoring network displayed a "reports cannot be generated at this time" error message at the top of the transmission. No patient complications have been reported as a result of this event. It was further reported that the patient was seen in clinic because the patient reported the device emitting an alert tone. The tone was determined to be due to the high rv threshold. Crt-d interrogation noted normal device function. The rv lead exhibited variable thresholds and there was intermittent fusion running the rv threshold testing. It was noted that the device feature that automatically monitors pacing thresholds at periodic intervals may not have been able to tell the difference. The rv lead was reprogrammed and remains in use.

Event description:
It was reported that the right ventricular (rv) lead had an alert trigger due to high threshold measurements. It was noted that the managed ventricular pacing (mvp) mode switches report and other reports may have not been available on the transmission report due to the cardiac resynchronization therapy defibrillator (crt-d) not providing the reports. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crtd; 479888 lead; 407652 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.